Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation was received on oct 03, 2024 with lot number 1372029. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed 1 opening assessed as unidentified (tear) opening. Shell thickness was within specification as per the investigation procedure creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.